Event description:
It was reported, that "the cannula curvature was supposed to be ninety degrees, and it is not." No reported pt harm and/or change in therapy.

Event description:
It was reported, that "the cannula curvature was supposed to be ninety degrees, and it is not." No reported pt harm and/or change in therapy.